Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x20 mm trek was inflated one time at nominal pressure in the mid right coronary artery (rca). Negative pressure was held for three seconds and it mostly deflated. Inflation device was returned to neutral and a second attempt to deflate was made; negative pressure was held for at least five seconds and it still only partially deflated. The trek was retracted out of the rca into the aorta without issue. It was thought that perhaps switching out the inflation device would help, so the inflation device was switched out and the trek was inflated to nominal pressure in the aorta. Negative pressure was held for five seconds and it did not deflate at all this time. It was decided to deliberately rupture the trek by inflating it past the rated burst pressure. The trek was ruptured and was removed from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the 3.5x20 mm trek was inflated one time at nominal pressure in the mid right coronary artery. Negative pressure was held for three seconds and it mostly deflated. Inflation device was returned to neutral and a second attempt to deflate was made; negative pressure was held for at least five seconds and it still only partially deflated. The trek was retracted out of the rca into the aorta without issue. It was thought that perhaps switching out the inflation device would help, so the inflation device was switched out and the trek was inflated to nominal pressure in the aorta. Negative pressure was held for five seconds and it did not deflate at all this time. It was decided to deliberately rupture the trek by inflating it past the rated burst pressure. The trek was ruptured and was removed from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the previously filed report, additional information was received that there was difficulty removing the partially deflated trek balloon from the right coronary artery. No additional information was provided.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6 coding: device code 1546 was removed.